Manufacturer narrative:
Datex-ohmeda has not received any allegation or claim that the reported situation caused or contributed directly or indirectly to a death or serious injury. During product development test phase we have found problem that applies also with 12 lead modules and l-icu01(a)/l-icu02(a)/ l-icu03(a)/ l-icu04(a) monitor sw during monitoring stand-by. We have not received similar cases from the customers. The observed failure was investigated and failure is s/5 ccm and s/5 cccm monitor software was found. The observed failure is corrected in s/5 ccm monitor software l-icu03(a)..03 rev. 16.2 (released 10th of june, 2004) and in s/5 cccm monitor software l-cicu03(a)..01 rev. 16.2 (released 15th of june, 2004). We have evaluated the risk and we will start a systematic field correction on the delivered units. Marketing bulletin mb cs hki 04 012 (information about software issue found in monitor stand-by with 12-lead ECG in s/5 ccm and s/5 cccm) and also technical bulletin tb cs hki 04 019 (ICU software field action- preliminary information) were sent to the distributors. An addendum about this issue will be sent with every 12-lead ECG module (m-prestn) shipped. Datex-ohmeda does not consider taking any further actions at this point.

Event description:
During product development test phase, we have found a problem that applies also with 12 lead modules and l-icu01 (a)/ l-icu02 (a)/ l-icu03(a)/ l-icu04(a) monitor sw during monitoring stand-by. ECG waveform label and actual lead mismatch will be caused with the following sequence: select an ECG lead differing from that stored in the mode. Disconnect the ECG module. Put the monitor into standby from the menu. Exit standby by reconnecting the module. Now the actual lead is the one previously selected, but label on the screen is that stored in the mode. In addition the st calculation is incorrect. The problem occurs with 12 lead modules and l-icu01(a)/ l-icu02(a)/ l-icu03(a)/ l-icu04(a) monitor sw.